Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor system. The motor passed motor test. The pump was unable to perform occlusion and no delivery tests due to prime/fill anomaly. The pump had broken belt clip slot, scratched reservoir tube window, lcd window and case.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 255 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.